Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The returned device was evaluated by the product analysis laboratory (pal). A device history record review revealed no issues that could have caused or contributed to the reported issue. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was not performed as records revealed that the device had not been serviced in more than one year. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The power on self-test was successfully performed. A short simulated therapy was successfully performed. The device passed all check and calibration tests successfully per baxter specifications. Per pal evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) events identified that could have caused or contributed to the reported issue of patient passing away. The cause is undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was reported to be due to a heart attack. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available at this time.